Event description:
It was reported by service report that during preventative maintenance the scale would not calibrate. It is unk if there was pt involvement or if there are adverse consequences to report.